Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the cable broke at the distal end of the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi contacted initial reporter to obtain more information regarding this case as the instrument was returned with foreign material debris on it, the site indicated that they are unsure what could be stuck in the fenestrated bipolar instrument, but their surgical technician stated that it could possibly be and endo gia staple as they use clip appliers during their vats cases. The instrument was returned and evaluated. Failure analysis did not find any broken cable; instead they noted that the instrument was returned with foreign material debris on it. The metal objects appeared to be consistent with surgical staples. One of the staples was well formed and the other staple was poorly formed. Per additional information provided from the site, the endo gia staple was used. Failure analysis concluded that the staple was likely the source of the foreign metal objects found on the instrument. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings do not touch the end effectors of the instrument to any staples, clips, or sutures while energized. Damage to the end effectors may occur. Failure analysis investigation also observed the instrument's main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube. No other damage was found. Failure analysis concluded that the damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported scratch marks found during failure analysis if to recur could cause or contribute to an adverse event.